Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a sling procedure performed on (B)(6) 2010. The patient weight was reported to be approximately 170 pounds. According to the complainant, post procedure, the patient presented with groin pain and the patient was seen at urgent care and was referred to the hospital for pulmonary embolism. The pe was determined to be a surgical complication not related to the sling. The patient was treated with an anti coagulant for the pe. On (B)(6) 2010 the patient presented with continued groin and abdominal pain. Upon physical examination, the physician felt a mass in the pelvis behind the pubic symphysis. An exploratory laparoscopy was performed on (B)(6) 2010 in which a large hematoma was observed at the site of the sling. Ultrasound has determined that the hematoma is no longer actively bleeding. The physician referred the patient to invasive radiology to attempt to remove the hematoma. The patient's condition was reported to be "fair".